Event description:
It was reported that during a lap roux and y, the stapler on top of pouch did not form a proper b-shape. Th event occurred intra operatively. No patient consequences were reported. No action was taken to resolve the issue. The surgery was not prolonged.

Manufacturer narrative:
(B)(4) date sent: 1/31/2024 d4: batch # unk device evaluation anticipated, but not yet begun. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a9e51a, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/8/2024. D4: batch # 675c73. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. Additionally, photos were provided and they showed a staple properly formed loose into the body cavity. In addition, a needle/suture combination is supported by a surgical instrument. Device history review: a manufacturing record evaluation was performed for the finished device batch number 675c73, and no non-conformances were identified.